Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. Technical support informed the customer to continue using the pump and to call back if the malfunction code occurred again, which the customer understood.